Event description:
It was reported that after insertion the clinician reported the spring wire guide (swg) and catheter became stuck and as a result, both had to be removed together. There were no reported pt complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one used catheter and one used swg were returned for evaluation. The core wire of the swg was broken near the distal weld and the coil wire was partially unraveled. Both welds were intact and no pieces appeared to be missing. The swg diameter was verified to be within specification. The blue flex tip on the catheter was observed to be bent at a 45 degree angle. An undamaged .032 inch diameter swg, measuring .805 mm diameter, was inserted through the catheter without difficulty. The products' instruction booklet (arrow p/n s-12702-103d) contains suggested procedures for inserting the catheter and warnings/precautions to minimize the possibility of swg damage. The report of the swg becoming stuck inside the catheter was confirmed through examination of the returned sample. However, the potential cause of this issue is procedure/pt anatomy related. Both the catheter and swg were found to be within specification and the bent catheter tip indicates significant resistance was encountered during insertion. It appears that the resistance caused the swg to kink and stick inside the catheter. It is likely that the core wire broke when excess force was applied during removal attempts.